Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined as the reported issue could not be reproduced. The reported event was unconfirmed, therefore DHR review was not required. The reported event was unconfirmed, therefore labeling/packaging review was not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had flow related issues and that was sent with them. During functional check there were no issues sighted. The device cooled to 4c with no issues, flow: 1.8, inlet pressure (ip) -7.0. Visible flow with shunt tube.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had flow related issues and that was sent with them. During functional check there were no issues sighted. The device cooled to 4c with no issues, flow: 1.8, inlet pressure(ip) -7.0. Visible flow with shunt tube.